Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, the system was lagging, not communicating properly with the network, and users were unable to log in effectively. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) confirmed that the customer was able to resolve the issue with the network engineer, and no further investigation was required. The system functioned as intended after the technical support specialist investigated the issue.